Event description:
It was reported that the patient had diaphragmatic stimulation and the right atrial lead had dislodged. During the repositioning procedure, the lead was noted to be on the floor of the right atrium. The lead was noted to be dislodged the following morning. The lead was explanted and replaced in the atrial septum. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d314drm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.